Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that while he was brushing his teeth, some metal/plastic fell out of the head of the brush into his mouth; the brush now no longer actually spun round and just vibrated. No symptoms were reported. Follow-up: the consumer stated that the brush head was from the precision clean range.